Event description:
The fe reported that the system displayed a communication error, and the system had to be rebooted to restore functionality. There is no report of death or serious injury.

Manufacturer narrative:
The customer cancelled the call. The repairs were performed by third party service. No further information is available at this time.